Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm, battery out limit alarm and they kept receiving failed battery test alarm with the battery out limit alarm. The customer reported that the battery cap contacts were damaged. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the battery out limit alarm occurred after battery change. The customer stated that the battery out limit alarm did not occur after inserting a new battery after a minute. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.